Event description:
Literature: jourdain v, cantin l, prud'homme m, fournier-gosselin mp. Intrathecal morphine therapy-related granulomas: faster to grow than thought. Neuromodulation. 2009; 12(2): 164-168. Summary: this is a case report on the formation of catheter-tip granuloma after implantation. Reportable event: it was reported that a catheter-tip granuloma formed within 5 weeks of intrathecal morphine pump implantation. The intrathecal pump was implanted for 3 months when the granuloma was diagnosed. The tip of the catheter was located at t12-l1. A myelogram through injection of the side port was performed in 2006, to assess the catheter permeability and showed no abnormality. A second myelogram was done approximately 40 days later, and a mass at the tip of the catheter was visualized. Magnetic resonance imaging (MRI) showed the presence of a granuloma. The patient was already paraplegic and had no neurological deterioration. There was no modification in the intensity and the characteristic of his pain. As the granuloma was not causing significant clinical impact, the morphine infusion was discontinued but the catheter was left in place. A second catheter was placed at entry point t8-t9 with the tip at t4, above the t12 fracture about one month later. A new MRI done about 11 days later, showed a complete resolution of the granuloma.